Event description:
Patient returned for follow-up visit with punctum plug protruding, superiorly, from the punctum of the left eye. There was a tissue growth around the punctum plug. Plug was removed and treated with antibiotic drops and reported in good condition.